Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis however, an evaluation has not been performed as of yet. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Manufacturer narrative:
A visual examination of the returned device found that the clip assembly was fully deployed and was not returned. In addition, the control wire was separated per design. The reported event of clip failed to release was not able to be confirmed due to the clip assembly not being returned. However, the failure likely occurred due to anatomical/procedural factors which limited the device performance. Therefore, the most probable root cause is operational context.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-01536 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices was used during a colonoscopy. According to the complainant, in both instances, the clips grasped onto tissue however, the clips would not release from the catheter and they both fell into the patient. The clips were not retrieved. It was reported that this event caused a slight delay however; there is no tissue damage and it did not exacerbate the bleed. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Event description:
Note: this report pertains to one of two complaints that occurred during the same procedure. Refer to manufacturer report 3005099803-2011-01536 for the other associated device information. It was reported to boston scientific corporation that two resolution clip devices was used during a colonoscopy. According to the complainant, in both instances, the clips grasped onto tissue however, the clips would not release from the catheter and they both fell into the patient. The clips were not retrieved. It was reported that this event caused a slight delay however; there is no tissue damage and it did not exacerbate the bleed. The case was completed with another resolution clip device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.